Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced urinary symptoms and followed up with a urologist, whose report shows small vaginal mesh extrusion and mesh found in the bladder. The urologist will to do follow up surgery to laser remove the mesh, but it is unknown when this will occur. Additional information was requested.

Manufacturer narrative:
(B)(4) - urinary symptoms, mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01515. The same patient is represented in each medwatch.